Manufacturer narrative:
Initial reporter occupation: director, strategic sourcing and procurement operations. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305180 batch no: 9351470. Date discovered (B)(6) 2020. Bd blunt fill needle18g, by 1.5 by 40mm. Event description: situation: an 18g, 1.5 inch needle was found to be discolored. A nurse on np11 opened an 18g by 1.5 inch blunt needle and determined it had a blackish brown stain inside the hump. Lot number 9351478 or 6 expire 2025-01-31. Other needles with the same lot number were inspected and no discoloration was noted.

Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. It shows a needle assembly. The needle hub shows foreign matter like embedded degraded resin. We performed 50 units of hourly visual inspections while producing the products; no defects were observed during these inspections. The aql for this type of defect is 1.0%. A potential root cause can be attributed to the needle hub molding process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components and not detected during the inspection and next processes. Based on the investigation carried out, and the photo sample analysis, the reported symptom is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305180, batch no: 9351470. Date discovered (B)(6) 2020. Bd blunt fill needle 18g, by 1.5 by 40mm. Event description: situation: an 18g, 1.5 inch needle was found to be discolored. A nurse on np11 opened an 18g by 1.5 inch blunt needle and determined it had a blackish brown stain inside the hump. Lot number 9351478 or 6 expire 2025-01-31 other needles with the same lot number were inspected and no discoloration was noted.